Manufacturer narrative:
Date sent to the FDA: 01/29/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent exploratory laparotomy, abdominal mesh removal, abdominal hysterectomy, abdominal sacral colpopexy with restoril mesh, rectocele repair and cystourethroscopy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with cystoscopy and catheter insertion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent right ureteral pyelography and stent placement on (B)(6) 2006 due to right ureteral obstruction with hydronephrosis. It was reported that patient underwent anterior wall reconstruction, adhesion lysis, removal of sacrocolpopexy mesh, partial vaginectomy, vaginal cuff reconstruction and autologous fascial sling on (B)(6) 2014 due to complications of obturator mesh, sling and abdominal mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with cystoscopy and catheter insertion. It was reported that the patient experienced pelvic pain, erosion of internal tissues, postoperative wound abscess and infection and has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent abdominal mesh removal on (B)(6) 2013 concurrently with exploratory laparotomy, abdominal hysterectomy, abdominal sacral colpopexy with restoril mesh, rectocele repair, cystourethroscopy, uterine sacral colpopexy, bilateral paravaginal defect repair and corporoperineoplasty due to abdominal pain, recurrent vaginal prolapse, prior hysteropexy with mesh, 2nd degree cystocele, rectocele, sui and pop. (B)(4).

Manufacturer narrative:
It was reported that patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2013 due to abdominal pain, recurrent vaginal prolapse, prior hysteropexy with mesh, 2nd degree cystocele, rectocele, sui and pop with concurrent uterine sacral colpopexy, bilateral paravaginal defect repair and corporoperineoplasty. It was reported that following insertion the patient experienced pelvic pain, postoperative wound abscess, and infection. It was reported that patient underwent mesh removal on (B)(6) 2013 due to abdominal pain, recurrent vaginal prolapse, and prior hysteropexy. (B)(4).